Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor arm cannot communicate with the main arm and hardware low level failures. The customer's blood glucose level was unknown. It was reported that the pump error alarms had occurred three times on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Pump errors (variable 15) were present in the insulin pump history file. Problem isolated to all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label, and slightly peeling end cap address label.